Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was contamination/corrosion on the battery board pca. Additionally, the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. The root cause for the contamination/corrosion was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.